Event description:
It was reported that the patient complained of pain in the pocket and a rv pacing issue was noted. Lead was explanted.

Event description:
New information received notes no issue with lead per physician.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.